Event description:
It was reported the pt had increased sweating since the implant of his scs system, but the issue was not excessive. The pt reported he sometimes feels warm. The pt had lost 11 pounds since implant and currently weighs (B)(6) pounds, so the issue may be increased activity. The pt was asked to monitor the issue in relation to his programs used; it was suggested to turn the system off to help determine if the issue was system related. The pt was asked to contact his physician if the issue persisted, as reprogramming is an option.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.